Event description:
Pt noticed pain and two lumps while working out. Surgeon confirms that it was a problem with the screw. The surgeon also told the pt that the acl was intact. They are planning on a surgery in the next couple of weeks, it is unk at this time if the revision surgery was completed.

Manufacturer narrative:
Product recall initiated 2007.